Event description:
It was reported that this exhibited premature battery depletion (pbd) behavior. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. Additional information indicated that this device was successfully explanted on an unknown date. No additional adverse patient effects were reported. This device was already returned.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. This report is being submitted to update section b1, b5, h1 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this exhibited premature battery depletion (pbd) behavior. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported. This device remains in service.